Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).:

Event description:
It was reported that the patient had their implantable neurostimulator (ins) removed at their request because it never really worked all that well. The patient noted that their family pressured them into to getting the device and it felt "weird" having something in them. Also, the device pocket was an annoyance for them. There were no allegations of any product issues just that the therapy did not work for them. The patient status at the time of report was "alive- no injury" and the issue was considered resolved at the time of report. The indication for use of the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Electrical testing of the lead [product ID 977a260, (B)(4)] determined continuity was complete and no electrical shorts were identified between the circuit electrical testing of the lead [product ID 977a260,(B)(4)] determined continuity was complete and no electrical shorts were identified between the circuits. The implantable neurostimulator (ins) [product ID 97702, (B)(4)] passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. If information is provided in the future, a supplemental report will be issued.